Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified several nicks around the rim and scuffs to the articulating surface. The locking flange and scallops have a few nicks and indents from the impaction and removal. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s): a 010000857, g7 neutral e1 liner 36mm e, 6126149. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10749.

Event description:
It was reported that during the primary hip surgery the liner would not fit into the shell. A second liner was used, and the same issue occured. The surgery was delayed by more than thirty minutes. Attempts have been made and additional information on the reported event is unavailable.